Event description:
It has been reported to us that during the procedure, the wire lumen of the aspiration catheter became torn. The specifics of the actual case have not been provided at the time of this report. An attempt to obtain additional information about the case has been made.

Manufacturer narrative:
(B) (4). Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.